Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 38x2.75mm, de novo, target lesion was located in the left anterior descending (lad) artery. A 2.75x38mm promus element long drug-eluting stent was deployed to treat the lesion. Post dilatation was performed with a non-bsc balloon catheter at 20 atmospheres. However, when orthogonal views of the deployed stent were taken, the physician found a flow-limiting distal edge dissection in the lad. The physician used a different stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.